Event description:
It was reported that a patient presented remotely via merlin.net transmission. The right ventricular lead exhibited high capture threshold and low pacing lead impedance. The asymptomatic patient was brought in clinic on (B)(6) 2017 and the right ventricular lead was capped and replaced successfully. The patient was stable before, during and after the procedure.